Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the guidewire having ¿two circles¿ is confirmed but the exact cause could not be determined. Three photo samples of an accucath device during insertion and after were returned for evaluation. The first photo sample shows the accucath device with the catheter still attached to the housing. The catheter is slightly curved and appears to be within the patient. The second photo sample appears to shown the distal end of the accucath guidewire. The guidewire appeared to have two offset loops. The surface characteristics of the guidewire could not be observed with the photo samples returned. The third photo sample shows the same information as the second photo sample. Based on the description of the reported event and photo samples provided, possible contributing factors include retraction of the guidewire against the needle bevel and advancement of the guidewire against resistance. The cause of the damage visible at the distal end of the guidewire could not be determined from the photo samples provided; therefore, the complaint is confirmed, cause unknown. A lot history review (lhr) of recn1878 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient that she had two accucath insertions attempted by an anesthesiologist on (B)(6) 2018. There was no alleged deficiency with the first device, the placement was unsuccessful because the patient's vein blew. The second accucath was inserted and when the inserter attempted to remove the guidewire at the end of the placement procedure, the guidewire got suck in the patient's arm. The patient stated that it took four medical professionals to get the guidewire out. But they were able to remove it bedside by tugging on it until it came loose. Patient said that when the guidewire came out it appeared to have "two circles instead of one" . The patient stated that this event caused her a bit of soreness but no redness, swelling, nor any other injury.